Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the station and verified successful login with no errors displayed. The station operated normally during testing, and the remote support service (rss) health status was confirmed to be good, and no further investigation was required. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated that the screen had previously gone black and was repaired by a field service technician. After the repair, the machine began displaying the error message a fatal error has occurred on an underlying data source, indicating a possible network communication problem or hardware issue. The user was unable to proceed with any functions, as clicking ok on the error message immediately logged them out of the system. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.